Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for ketones and thyroid issues on (B)(6) 2016 with a blood glucose level of 424 mg/dl. The customer was treated for their blood glucose with insulin shots. The customer was wearing the insulin pump during their hospital stay. The customer stated that the drive support cap on the insulin pump was protruding. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.